Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product problem: analysis confirmed the customer comment of broken connectors, its output connectors were broken. Analysis further noted the lower case was broken, two case screws were contaminated and that the device needed the updated battery shorting bar design. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that the external pulse generator (epg) atrial and ventricular connectors were broken. It was further noted that the user was disappointed in the design/materials used for the connectors for this model of generator, that they became damaged very easily. The epg was returned for repair. No patient complications have been reported as a result of this event.